Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with low atrial lead impedance. Noise reversion episodes and mode switches were also noted on this channel. Since the patient is in chronic atrial fibrillation, the physician planned on monitoring the lead for any future abnormality issues.